Event description:
Joint effusion [joint effusion]. Case description: spontaneous report was received on (B)(6) 2011, from a physician, regarding a (B)(6) male patient, initials (B)(6). The patient's medical history was not provided. On an unspecified date in 2011, the patient initiated the synvisc treatment into an unspecified knee. The synvisc lot number was not provided. On (B)(6) 2011, the patient's knee was aspirated of joint fluid. The action taken with synvisc treatment was not provided. The patient's outcome was not reported. Concomitant medications were not provided. The intensity for the event was not provided. The relationship between synvisc and the event of "joint effusion" was not provided by the reporting physician. Additional information was received on (B)(6) 2011 from the physician which upgraded the case to serious. The patient's medical history is significant for gonarthrosis. On (B)(6) 2011, the patient initiated the first synvisc injection of 2 ml into an unspecified knee. On (B)(6) 2011, the patient initiated the third synvisc injection of 2 ml into an unspecified knee. On (B)(6) 2011, the patient received a steroid injection as a treatment for the event of "joint effusion", which resulted in the event improvement. Synovial fluid culture was performed on the same day. The culture test was bacterium negative. The physician reported that the patient's other knee was treated with synvisc without any joint effusion. The patient's outcome for the event of "joint effusion" was reported as not yet recovered as of (B)(6) 2011. Relevant concomitant medications that were started on (B)(6) 2011 and are still continuing include: 100 mg of celecoxib, 2/1 day, 100 mg of rebamipide, 2/1 day. The relationship between synvisc and the event of "joint effusion" was reported as unknown by the physician. Additional information was received on (B)(6) 2011, in the form of a qa investigation summary. The product lot number was not provided therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Manufacturer narrative:
Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.